Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,940 units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. However, we have received some pictures from the customer that show a thread broken into pieces as can be seen in enclosed pictures. Thread has been degraded by hydrolysis along these 3 years. We assume that there was a hole in the aluminum foil of this unit, nevertheless, the root cause cannot be determined as the aluminum pouch has not been received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Considering that there are no previous complaints of this code batch we conclude that this is an accidental and isolated unit. Final conclusion: taking into account that the pictures received show a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when open a package, the customer found broken suture inside. Two affected units were disposed. No further information has been received.